Manufacturer narrative:
Additional information: h11: a review of the event history log did not show any evidence of system error 345 messages. Should additional information become available a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump alarmed system error 345 (thermistor disparity) in the biomedical service department. There was no patient involvement. No additional information is available.